Event description:
It was reported that during treatment the wheel was allegedly blocked and leads to partial deployment. It was further reported that the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned delivery system of a 16x80mm stent was found with deployed stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a successful deployment was impossible. Upon sample receipt the pusher was inside the stent housing which may confirm partial deployment, but it has to be considered that the inner catheter movement is reversible after deployment, e.g., caused during the sample return procedure. Images were not provided so that stent fracture cannot be confirmed which in sum leads to confirmed result for failure of joint slide block/ diving sheath. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system of a 16x80mm stent was found with deployed stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a successful deployment was impossible. Upon sample receipt the pusher was inside the stent housing which may confirm partial deployment, but it has to be considered that the inner catheter movement is reversible after deployment, e.g., caused during the sample return procedure. Images were not provided so that stent fracture cannot be confirmed which in sum leads to confirmed result for failure of joint slide block/ diving sheath. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints were reviewed. In this case a force transmitting joint was confirmed being loose, which caused the reported deployment difficulty. This issue may be caused by difficult patient anatomy leading to friction increase; poor information was provided about the event. Based on evaluation of the stent delivery system returned, no indication for a manufacturing deficiency could be found. Based on the information available the reported impossibility to deploy the stent due to a force transmitting joint becoming loose was confirmed. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4 (expiry date: 12/2022), g3. H11: h6 (method and result). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment the wheel was allegedly blocked and leads to partial deployment. It was further reported that the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2022).

Event description:
It was reported that during treatment the wheel was allegedly blocked and leads to partial deployment. It was further reported that the stent allegedly fractured. There was no reported patient injury.